Event description:
Medtronic received information that post use of an affinity nt oxygenator, an issue was noted after the cardiopulmonary bypass proce dure. When the oxygenator was disconnected from the hoses of the thermo-regulating device, water with blood was found in the hoses. Subsequently, it was discovered that blood had entered the circuit of the thermo-regulating device from the oxygenator. There was no impact to the patient associated with this event. Additional information from the sales rep: customers are very concerned that water from the thermo-regulator may have entered the patient's circuit. The device was in use for 77 minutes. There was no damageto the device / packaging and no leaks were observed during the case. All connections were secure. It cannot be confirmed that no water entered the circuit from the device.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Water side pressure integrity was performed per the hfo pressure decay leak test. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there were no leaks detected. Blood side pressure integrity test was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was not confirmed. Conclusion: reported event was not confirmed. The device was returned and visual analysis found no outward signs of physical damage or abnormalities. Since both the blood side and water side of the device were tested and found no leaks or evidence of leaks the complaint is not confirmed. The cause of this report is unknown. The product is designed to maximize the performance and robustness of the oxygenator for all use conditions and medtronic uses extremely sophisticated techniques for identifying and minimizing the potential for leaks throughout production. Additional focus was placed on the separation of the blood side and water side flow paths during the design and process development due to associated risks. A review of historical field performance could not find a similar issue with this report over the last 2 years. The DHR for the serial number returned was reviewed and did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported event. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.